Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("other injury(ies) or complication (s)please describe: hematometra") and meniere's disease ("autoimmune disorder type of disorder: meniere¿s disease") in a 44-year-old female patient who had essure (batch no. A22176) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia, migraine without aura, para and gravida ii. Concurrent conditions included overweight, abdominal pain, uterine cyst, endometriosis and pelvic adhesions. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2012 to (B)(6) 2013 for birth control as well as medroxyprogesterone (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). The patient was treated with dicycloverine (dicyclomine), vicodin (hydrocodone w/acetaminophen), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy unilateral oopherectom left) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, uterine haemorrhage, vaginal haemorrhage, meniere's disease, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, meniere's disease, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Ultrasound evaluation detected entrapped menstrual fluid in the uterine cavity as a result of prior uterine ablation for menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:meniere disease, pelvic pain, uterine hemorrhage, dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical records received, reporters added, demographic conditions added, lot number added, events added: ablation, abnormal bleeding (vaginal), (menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, autoimmune disorder type of disorder: meniere¿s disease, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, weight gain, other injury(ies) or complication (s)please describe: hematometra, concomitant diseases added, historical condition added, treatment drugs added, concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("other injury(ies) or complication (s)please describe: hematometra") and meniere's disease ("autoimmune disorder type of disorder: meniere¿s disease") in a 44-year-old female patient who had essure (batch no. A22176) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia, migraine without aura, parity 2 and gravida ii. Concurrent conditions included overweight, abdominal pain, uterine cyst, endometriosis and pelvic adhesions. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2012 to (B)(6) 2013 for birth control as well as medroxyprogesterone (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). The patient was treated with dicycloverine (dicyclomine), vicodin (hydrocodone w/acetaminophen), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy unilateral oopherectom left) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, uterine haemorrhage, vaginal haemorrhage, meniere's disease, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, meniere's disease, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound evaluation detected entrapped menstrual fluid in the uterine cavity as a result of prior uterine ablation for menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:meniere disease, pelvic pain, uterine hemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('other injury(ies) or complication (s)please describe: hematometra') and meniere's disease ('autoimmune disorder type of disorder: meniere¿s disease') in a 41-year-old female patient who had essure (batch no. A22176) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, migraine without aura, parity 2 and gravida ii. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, abdominal pain, uterine cyst, endometriosis, pelvic adhesions and meniere's disease. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2013 for birth control as well as hydrochlorothiazide;triamterene (hydrochlorothiazide with triamterene) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 5 months 18 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and genital haemorrhage ("genital bleeding"). The patient was treated with dicycloverine (dicyclomine), hydrocodone;paracetamol (acetaminophen;hydrocodone) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy unilateral oopherectom left and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the uterine haemorrhage, vaginal haemorrhage, meniere's disease, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, meniere's disease, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound evaluation detected entrapped menstrual fluid in the uterine cavity as a result of prior uterine ablation for menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:meniere disease, pelvic pain, uterine hemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Imrdf/FDA codes error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('other injury(ies) or complication (s)please describe: hematometra') and meniere's disease ('autoimmune disorder type of disorder: meniere¿s disease') in a 41-year-old female patient who had essure (batch no. A22176) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, migraine without aura, parity 2 and gravida ii. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, abdominal pain, uterine cyst, endometriosis, pelvic adhesions and meniere's disease. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2012 to (B)(6) 2013 for birth control as well as hydrochlorothiazide;triamterene (hydrochlorothiazide with triamterene) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 5 months 18 days after insertion of essure. In october 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and genital haemorrhage ("genital bleeding"). The patient was treated with dicycloverine (dicyclomine), hydrocodone;paracetamol (acetaminophen;hydrocodone) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy unilateral oopherectom left and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the uterine haemorrhage, vaginal haemorrhage, meniere's disease, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, meniere's disease, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound evaluation detected entrapped menstrual fluid in the uterine cavity as a result of prior uterine ablation for menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:meniere disease, pelvic pain, uterine hemorrhage, dysmenorrhea. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('other injury(ies) or complication (s)please describe: hematometra') and meniere's disease ('autoimmune disorder type of disorder: meniere¿s disease') in a 41-year-old female patient who had essure (batch no. A22176) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, migraine without aura, parity 2 and gravida ii. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, abdominal pain, uterine cyst, endometriosis, pelvic adhesions and meniere's disease. Concomitant products included intrauterine contraceptive device (iud nos) from june 2012 to june 2013 for birth control as well as hydrochlorothiazide;triamterene (hydrochlorothiazide with triamterene) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 5 months 18 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced meniere's disease (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and genital haemorrhage ("genital bleeding"). The patient was treated with dicycloverin (dicyclomine), hydrocodone;paracetamol (acetaminophen;hydrocodone) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy unilateral oophorectomy left and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the uterine haemorrhage, vaginal haemorrhage, meniere's disease, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, meniere's disease, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on 22-feb-2013: results: total bilateral occlusion. Ultrasound evaluation detected entrapped menstrual fluid in the uterine cavity as a result of prior uterine ablation for menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:meniere disease, pelvic pain, uterine hemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event genital bleeding was added. Event outcome of pain and bleeding was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent a vaginal hysterectomy,right salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.